Manufacturer narrative:
Device is a combination product. B5 - updated describe event or problem.

Event description:
Promus premier china registry. It was reported that dissection occurred. In (B)(6) 2019, the patient presented with unstable angina (braunwald classification: iiib) and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the distal circumflex artery (cass site #19) with 100% stenosis and was 49mm long with a reference vessel diameter of 2.5mm. Which was treated with pre-dilatation and placement of a 2.25 mm x 32 mm promus premier stent. Following this intervention, post dilatation was performed. It was noted that after the pre-dilatation procedure, the subject had been noted with type b dissection. Post procedural stenosis was reported 0% and the patient was discharged five days later. It was further reported that on the same day of index procedure, the patient was noted with vessel dissection in the left anterior descending artery. It was further reported that the vessel dissection occurred before the patient signed the informed consent form (icf) and is no longer recorded as an adverse event for this subject.

Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) registry. It was reported that dissection occurred. In (B)(6) 2019, the patient presented with unstable angina (braunwald classification: iiib) and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the distal circumflex artery (cass site #19) with 100% stenosis and was 49mm long with a reference vessel diameter of 2.5mm. Which was treated with pre-dilatation and placement of a 2.25 mm x 32 mm promus premier stent. Following this intervention, post dilatation was performed. It was noted that after the pre-dilatation procedure, the subject had been noted with type b dissection. Post procedural stenosis was reported 0% and the patient was discharged five days later.

Manufacturer narrative:
Device is a combination product. Updated describe event or problem.

Event description:
Promus premier china registry it was reported that dissection occurred. In (B)(6) 2019, the patient presented with unstable angina (braunwald classification: iiib) and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the distal circumflex artery (cass site #19) with 100% stenosis and was 49mm long with a reference vessel diameter of 2.5mm. Which was treated with pre-dilatation and placement of a 2.25 mm x 32 mm promus premier stent. Following this intervention, post dilatation was performed. It was noted that after the pre-dilatation procedure, the subject had been noted with type b dissection. Post procedural stenosis was reported 0% and the patient was discharged five days later. It was further reported that on the same day of index procedure, the patient was noted with vessel dissection in the left anterior descending artery.